Manufacturer narrative:
Sections with additional information as of 22-sep-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Diabetic educator is calling on behalf of the customer. The customer is concerned with test results from results obtained of 323, 444, 398, 299, 342 and 315 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-130 mg/dl.; expected pm fasting blood glucose result range two hours post meal is 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time may not be correct per diabetic educator): (B)(6).